Event description:
It was reported at the last pt refill, the refill went ok but when going to pull the needle out there was some swelling at the pump site. Hours later, the pt began throwing up though was able to eat food and then went to the clinic last night at 3 am as symptoms got bad again and the pump was "turned off." The white count looked good. The doctor reportedly did not believe it was an overdose. The pt's status was undetermined. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)